Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the forearm vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at around 6 to 24 atmospheres for 10 to 60 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the forearm vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at around 6 to 24 atmospheres for 10 to 60 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination found that the balloon was not folded which indicates that it was subjected to positive pressure. Blood was identified inside the balloon which is evidence of a device leak. A leak test identified a balloon pinhole located approximately 18mm distal of the proximal markerband. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.